Event description:
I had mentor memory gel implants implanted (B)(6) of 2008. I started having small autoimmune symptoms 4 months after receiving the implants. Less than two years later I was having a hard time walking, brain fog, extreme fatigue with additional symptoms (hair loss, canker sores, stomach issues, etc). I had the implants removed (B)(6) 2010. Pathology report came back showing tissue consistent with having silicone type substance. My symptoms have not gotten worse since removal, some better. I was in mentor's 10 post surgery study. I was removed from mentors 10 year study about two years after reporting on the study that I had complications. I had been filling out the survey yearly prior to being removed. I have been diagnosed with a paraneoplastic disorder (in 2011) by the (B)(6). The doctors believe the antibody was "triggered" by a toxin exposure, the implants. I went to my dr who put my implants in within 6 months of my very early mild symptoms. He said hair loss was normal and gave me a story about how he was losing hair too. These drs need to give patients warnings that not everyone's body will accept implants. I would have had mine removed much earlier and had the possibility of not living the rest of my life with this disorder and autoimmune symptoms. (B)(4).